Manufacturer narrative:
Failure analysis revealed that the insulin pump passed the basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected no delivery alarms were noted. The device was received with cracked case at display window corners, reservoir tube and battery tube threads, and minor scratched display window.

Event description:
It was reported that the insulin pump alarmed no delivery. Customer's blood glucose was 178 mg/dl. Troubleshooting was done. Advised the customer that insulin pump would be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.